Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification, mild tortuosity and 60% stenosis. A contralateral puncture was performed and the lesion was pre-dilated with a 5x120 mm armada 35 percutaneous transluminal angioplasty (pta catheter). The 6x150 mm absolute pro self expanding stent system (sess) was advanced over a non-abbott .035 guide wire through a non-abbott 6fr 55 cm sheath. When the sess was in position it was unlocked and deployment started; however, the thumbwheel jammed and the stent only partially deployed. The physician attempted pulling the whole device back, cutting the sheath at the handle, and pulling the sheath manually; however, the stent would not deploy. Eventually, the partially deployed stent, delivery system and sheath were removed from the patient without losing access. It was noted that a distal centimeter of the stent had separated from the rest of the device and was against the wall of the proximal sfa. The sheath was reinserted and a 0.018 guidewire was inserted via a diagnostic catheter. Balloon angioplasty was performed over the stent fragment and pre-dilatation of the lesion was performed again with a 6x100 armada balloon and a 5.5x150 supera self expanding stent was deployed over the target lesion with great success. There was no reported adverse patient sequela and the patient had a good result and good run off after the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported stent material separation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the mildly calcified, mildly torturous and 60% stenosed anatomy and/or inadvertent mishandling resulted in the noted sporadically wrinkled sheath on the entire length thus during deployment prevented the shaft lumens from moving freely; resulting in the reported thumbwheel mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted handle smashed axle pins. The sheath/jacket was cut distal to the strain relief as reported. During removal interaction with the mildly calcified, mildly torturous and 60% stenosed anatomy resulted in the reported difficult to remove and ultimately resulted in the reported stent material separation/noted mangled/separated stent. As reported, the separated part of the stent was embedded to the vessel in the proximal sfa with good apposition against the vessel wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification, mild tortuosity and 60% stenosis. A contralateral puncture was performed and the lesion was pre-dilated with a 5x120 mm armada 35 percutaneous transluminal angioplasty (pta catheter). The 6x150 mm absolute pro self expanding stent system (sess) was advanced over a non-abbott .035 guide wire through a non-abbott 6fr 55 cm sheath. When the sess was in position it was unlocked and deployment started; however, the thumbwheel jammed and the stent only partially deployed. The physician attempted pulling the whole device back, cutting the sheath at the handle, and pulling the sheath manually; however, the stent would not deploy. Eventually, the partially deployed stent, delivery system and sheath were removed from the patient without losing access. It was noted that a distal centimeter of the stent had separated from the rest of the device and was against the wall of the proximal sfa. The sheath was reinserted and a 0.018 guidewire was inserted via a diagnostic catheter. Balloon angioplasty was performed over the stent fragment and pre-dilatation of the lesion was performed again with a 6x100 armada balloon and a 5.5x150 supera self expanding stent was deployed over the target lesion with great success. There was no reported adverse patient sequela and the patient had a good result and good run off after the procedure. Subsequent to the initially filed report, it was reported that the resistance during removal was with the anatomy as the stent had to be pulled away from the artery wall. The separated part of the device was embedded to the vessel in the proximal sfa with good apposition against the vessel wall. No additional information was provided.